Event description:
(B)(4), lot #1f17258248, 1 item, occurred (B)(6) 2011. Customer had introcan from a bard kit and was demonstrating how they work for the emergency room staff as will be starting to use introcan in the facility. The safety clip slid down the needle after she separated it from the catheter in demonstration. No injury. Ref MFR report 9610825-2013-00087.